Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested to have a fitting session because she was no longer able to hear with the device. There is no report of any accident or trauma to the implant site. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition three channels have been disabled already in 2002. Two of them due to unsufficient benefit and one due to being extracochlea. According to the implant registration card a full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient requested to have a fitting session because she was no longer able to hear with the device. There is no report of any accident or trauma to the implant site. Information on the device explantation report stated there was a loss of electrodes progressively over the years. Recipient has been re-implanted.